Manufacturer narrative:
One level 1 hotline low flow system was returned for analysis. Upon visual inspection the pcb was observed to be outdated, the enclosure was cracked, tank cover was noted to be cracked, front cover was broken, and line cord was observed to be faded. The tank was then filled with water, temp check was attached, line cord was plugged in, and turned on power switch; duplicating the complaint of the display not working. Based on the evidence, the complaint was confirmed. The root cause was found due to a faulty pcb.

Event description:
It was reported that the display was not working on the level 1 hotline low flow system (hl-90). No patient injury or complications were reported in relation to this event.